Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 - motor picasso - basal issue was verified, but the ui: hs insulin gauge/fill estimate-undefined supply issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use pump for insulin therapy and declined further assistance regarding the issue from tandem technical support.